Event description:
The hcp reported that the pump was explanted and returned to the MFR approx 23 months aftr implant due to "motor stall." A roller study was performed in 2004 which revealed the motor had stalled. No alarm was activated. A new pump was implanted. A follow-up report will be sent with add'l info when it is available.